Manufacturer narrative:
Pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place and unable to perform the displacement test due to reservoir tube lip broken off.

Event description:
It was reported that there was crack on the battery compartment and reservoir compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.